Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.

Manufacturer narrative:
No information was available for evaluation. No determinations could be made as the cause of the reported issue.